Event description:
This 88 y/o female had planned angiogram with attempt for revascularization to improve wound healing of her right foot; she has significant atherosclerotic peripheral artery disease. During the procedure, provider was performing a sheath exchange (5/90 cook- sheath is 90cm long) and the sheath and wire sheared inside the vessel. There was retained sheath/wire and vascular was contacted for emergent evaluation.